Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital. Not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) did not power up. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse suspected a connection failure, so the connectors were cleaned and re-connected which were: the flat cable between the video receiver board and the display, the connecting part between the video receiver board and ac-to-dc inverter, the connector between the keypad controller board and the video receiver board, the coiled cord cable and the console. Regarding the power-up failure, the fse reported that it seemed to be caused that this iabp unit was powered on and off repeatedly within 2 seconds. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) did not power up. There was no patient involvement, and no adverse event reported. Additional information was later provided in regards to this reported issue, in which prior to be use on a patient, the iabp was turned on and the monitor displayed normally; however, the patient went into cardiac arrest. The resuscitation for the patient was successful. The patient went into cardiac arrest prior to iabp therapy. When the intra-aortic balloon (iab) catheter was about to be connected to this iabp unit, the monitor had been blacked out. After this iabp unit was turned off and on repeatedly, the iabp unit was able to be re-booted. Then the iab catheter was connected to this iabp unit and cardiopulmonary bypass was taken on the patient. Approximately 10 to 15 minutes after iabp therapy started, the monitor would not be displayed properly. This unit was attempted to be re-booted, but it failed. Another iabp unit was used instead to continue iabp therapy. The patient was being monitored at intensive care unit.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) did not power up. There was no patient involvement, and no adverse event reported. Additional information was later provided in regards to this reported issue, in which prior to be use on a patient, the iabp was turned on and the monitor displayed normally; however, the patient went into cardiac arrest. The resuscitation for the patient was successful. The patient went into cardiac arrest prior to iabp therapy. When the intra-aortic balloon (iab) catheter was about to be connected to this iabp unit, the monitor had been blacked out. After this iabp unit was turned off and on repeatedly, the iabp unit was able to be re-booted. Then the iab catheter was connected to this iabp unit and cardiopulmonary bypass was taken on the patient. Approximately 10 to 15 minutes after iabp therapy started, the monitor would not be displayed properly. This unit was attempted to be re-booted, but it failed. Another iabp unit was used instead to continue iabp therapy. The patient was being monitored at intensive care unit.